Event description:
Per pt, spontaneously, as of yesterday, ms3 pump sn (B)(4) has been draining batteries in under 24 hours, leaking remodulin and pump won't push medication through. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes did the reported product fault occur while in use? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.